Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed a discrepancy between a dexcom cgm reading of 300 mg/dl and a fingerstick blood glucose of 200 mg/dl, then calibrated the sensor; the rise followed a missed meal announcement and glucose subsequently stabilized to 102 mg/dl without alerts, alarms, backup therapy, medical intervention, or hospitalization. Symptoms included headache associated with hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper or incorrect procedure due to failure to follow instructions for timely meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.